Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was sent a new battery cap but the problem persists. The insulin pump turns itself off. He inserted new battery with new battery cap but there has not been any change. Customer's blood glucose level was not reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with high idle current, problem isolated to lcd driver. No unexpected off no power, low battery, failed battery test or battery out limit alarms noted during testing. Device passed rewind test, self-test and displacement test. No unexpected weak battery alarm noted.